Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the switch, cleaning of error logs, replacing power supply board, and rebooting the system. The system was safely tested to factory specifications.

Event description:
Customer reported the panorama central station displayed an error message which may have resulted in loss of telemetry monitoring. No pt injury was reported.